Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was tested under bipolar mode and increased capture thresholds were noted. The physician suspected an insulation break may be contributing to the anomalies. No patient symptoms or intervention were reported.